Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the insertable cardiac monitor (icm) had an inappropriate or unexpected reset. No intervention was performed. The patient had no adverse consequences.

Event description:
New information received notes that the patient presented to the clinic for a scheduled follow-up on (B)(6) 2024. Upon interrogation, the patient's insertable cardiac monitor (icm) had no bluetooth telemetry and no magnet response. No intervention was performed. The patient had no adverse consequences.

Manufacturer narrative:
The reported complaints of no ble telemetry, no magnet response and unexpected reset were confirmed. The device with no telemetry was returned in one piece for analysis. Device was cut open and analysis performed noted battery at end of life (eol) level prematurely. Longevity assessment was performed and device was found to have premature battery depletion. A high current was noted due to an anomalous component on the hybrid. No other anomalies were found.

Event description:
New information received notes that the insertable cardiac monitor was explanted and replaced. Patient condition was stable.